Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported that when the implantable neurostimulator (ins) went dead their tremors came back tremendously and their muscle pain was horrible. The ins was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0331879v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3389-40, lot# j0322247v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
A manufacturing representative reported the patient met with their health care provider (hcp) on (B)(6) 2015 because they had a sudden increase in tremors. Relevant medical history include parkinson's disease. The hcp saw a power on reset (por) error message with a 0x8 error code. The patient's therapy had stopped and they had a return of tremors from the ins being off due to the por error. The hcp reset the date and time and they were able to turn the ins back on. Everything was working good now.

Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative later reported that the patient's implantable neurostimulator (ins) in question had hit elective replacement indicator (eri) but the battery voltage was at 2.85v which was indicating some sort of bounce back. The patient had also seen a power on reset (por) on this ins. It was unknown when the eri had first been seen. A longevity calculation was estimated, one device was at 5.4v, 90usec, 180hz so at 1000 ohms the months to end of service (eos) was estimated to be 19, at 700 ohms it was estimated to be 15 months and at 400 ohms estimated at 9 months. The recharge interval would be 8 days at 400 ohms and 14 days at 1000 ohms. The patient's other device was at 3.5v, 260usec, 185hz so at 1000 ohms the months to eos was estimated to be 17 months, at 700 ohms estimated to be 13 months and 400 ohms was estimated to be 8 months. These were the settings that the patient had been on.